Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 14f, and the tavr procedure was completed. Reportedly, post procedure both proglide knots were advanced to the vessel wall; however, hemostasis was not achieved. A covered stent was introduced via the left common femoral artery to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.